Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that a patient experienced cornea sink during surgery, when initiating phaco in chop mode using an ophthalmic operating system, no fluid was delivered into the patient¿s eye upon pressing the pedal. The surgery was completed on the same day, but it was unknown how the surgery was completed. In addition, the system display turned gray and became unresponsive, and the remote control could not operate the screen. The pre-phaco program had functioned normally prior to switching to chop mode. No patient harm was reported.